Event description:
During a procedure, suddenly the tip took fire, no patient involvement, no patient injury. Olsen 6" (15.2cm) hand activated, button switch pen (white) with attached 10' (3.0m) cord.